Event description:
It was reported that the patient presented due to the patient alert and increased thresholds which was noted on the right ventricular channel upon device interrogation. It was also reported that a secondary interrogation revealed high impedance and no capture at full output possible due to a setscrew problem with the device. Therefore the ventricular lead was reset in the device header. The device and ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.